Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had a scope communication error b30. The issue was found during reprocessing. No patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4 UDI, d8, d9. This supplemental report is being submitted to provide additional information and the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 (scope communication) error possibly occurred due to fluid invasion. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.